Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 07/15/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot k19043a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q2 2019.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.18 on a patient. The customer stated that the I-stat result did not match up to the testing from other lab equipment. The customer did not provide the lab results. This incident was received as part of the abbott point of care active monitoring program q2 2019. There was no patient information at the time of this report. Return product is available for investigation. Method: I-stat, date: (B)(6) 2019, result: 0.18; lab, (B)(6) 2019, unk. Collection/test time, and lab result not provided. Positive cut-off value: ni. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There is no final diagnosis and no evidence the patient suffered a myocardial infarction. The investigation is underway. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).